Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the pump was initially turned on, the pump indicated a data log corruption. Customer reported blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.